Event description:
It was reported that loss of capture and low pacing impedance were observed on the right ventricular lead. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was stable.